Event description:
Wire was being utilized through a radial access. The wire was advanced to the upper arm and got stuck, wire was pulled back and the wire broke. The broken portion remained in the artery. Patient was taken to or and had broken portion surgically removed.